Event description:
Reporter stated that pt awoke with elevated blood glucose (410 mg/dl). The pt's physician was contacted (the physician advised the pt to obtain supplies for insulin injections and go to the ER). At ER, the pt's blood glucose was determined to be "hi." Reporter is unsure what treatment was given to the pt at that time, but they stated that the pt was given an MRI to rule out a heart attack - the MRI was negative. Pt was still in hosp at time of report (receiving lantus and humalog) - blood glucose was coming down.